Event description:
It was reported that during a follow-up, the pulse generator switched to bvvi due to sudden end of life (eol). The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the pulse generator in backup vvi mode due to memory loss. This was most likely caused by interruption of telemetry communication during a reloading procedure in the field. After downloading device software in the lab, normal function ensued. The backup vvi condition did not recur despite extensive testing. Due to the memory loss, the reason for the initial backup vvi could not be determined.